Manufacturer narrative:
Follow-up # 1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 05/12/2015 with the following findings: the keypad cover was found to be torn at ok button. During testing, all keypad buttons responded appropriately; however, the ok button was difficult to press. The keypad cover was removed and the ok button contact was found to be damaged/inverted. There was no evidence of contamination found under any button contacts. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was detached/missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. It was noted that the keypad cover was torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.